Event description:
It was reported that during testing, the pump experienced a cassette was not attached error. Upon investigation found that air in line detector (aild) was too high and failed. This aild is a critical component which will interrupt patient therapy. There were no patient involvement and no patient harm reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was review did not identify any entries related to the reported issue. A review of the 12-month service history confirmed that no service records were identified during this period. A visual inspection and functional testing were performed; it was observed that the upstream occlusion (uso) seal buckled, the air-in-line detector (aild) was too high, and latch lock sensor failed. The reported issue was confirmed; however, the probable cause was attributed to a latch lock not operating. The replaced latch lock assembly, which resolved the issue. Upon further investigation, it was identified that the buckled uso seal, aild fails height. The uso seal and aild were replaced. Performed dso/uso sensor calibration. Performance verification testing (pvt) was performed, and the unit passed all testing criteria. The software was updated.